Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the loading process onto zso-7-15 on the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new zso-7-15, and the guide wire was not replaced.

Manufacturer narrative:
Device evaluation: the device evaluation for the zso-7-15 of lot number c2243099 could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all zso-7-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2243099. A review of the manufacturing records for zso-7-15 of lot number c2243099 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: a review of the manufacturing records for the zso-7-15 device confirms the failure mode has not previously occurred with the current lot number. Instructions for use and/or label: as per the instructions for use notes section (ifu0045) which accompanies this device instructs the user to inspect the device: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0045), which accompanies this device, "refer to package label for minimum channel size required for this device." The product label states the guide wire size for use with this device is 0.035". It is known that a 0.025 inch wire guide was used with the device. There is evidence to suggest the user did not follow the IFU/label. However, as per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process. It is also known from the available information that the incorrect wire guide was used with the replacement device to complete the procedure. ¿as per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the pigtail was being straightened with the pigtail straightener prior to being loaded onto the wire-guide. Clarification was requested as to when the kink was noted and the user confirmed that while the stent was being loaded onto the wire guide, they noticed a kink on the second pigtail. As per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process and only observed by the user during the loading process. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the report, during the loading process onto zso-7-15 on the guide wire (0.025" visiglide, straight), the pigtail part of the stent was bent. The wire did not pass the stent, they finished the process using the new zso-7-15, and the guide wire was not replaced. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while the pigtail was being straightened with the pigtail straightener prior to being loaded onto the wire-guide. As per the description of event, the wire was unable to pass through the stent which supports the claim that the kink had already occurred due to the straightening process.

Event description:
A supplemental report is being submitted due to completion of the investigation on 9 dec 2025.